Manufacturer narrative:
The system remains in service and no other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that following implant of this system, larger than normal p- wave measurements were noted on the shock channel and they were not able to convert the patient. The physician suspected the shock lead connectors might have been reversed in the header. The pocket was re-opened and it this was visually confirmed. The connection issue was corrected and the pocket was re-closed. No adverse patient effects were reported.